Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - no anomalies found. Lead impedance trends steady. The lifetime ventricular sensing integrity counter is 877 and the rate of occurrence has been relatively steady. A high value of this count can indicate a possible intermittency in the system.

Event description:
It was reported that in the past there was t-wave oversensing (twos), and device sensitivity was changed from 0 .3 mv to 0.45 mv. At the beginning of may, there was additional oversensing and noise. The device was interrogated and the r-wave was noted to be small and impedance was decreased to 256 ohms, along with high threshold of 2 v. Twos was noted for a few beats also, but could not be reproduced. The device was reprogrammed to try and avoid any inappropriate shocks, and remains in use. No patient complications have been reported as a result of this event.